Event description:
It was reported per field service report: pump was on patient. Symptom - alarming and showing 4 error messages; system error 6, battery in-operative, front end controller failure and check circuit breaker. Additional information received on 06/21/2010 stated that the field service representative confirmed with the biomed department that the pump was on a patient. They first had a helium loss alarm and when they tried to reset, it was at that time when the "system error" came up. Biomed confirmed all of this occurred within approximately 5 minutes. It was also confirmed on 06/21/2010 with the operating room technician that there was no harm to the patient. Findings/action taken: could not reproduce, but after drop test system locks up with frozen screen and high pitch audio alarm. Replaced front end board (feb) printed circuit board (pcb). Passed functional testing.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.